Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.0871 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of incident and other relevant value was 80 mg/dl. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were unable to describe any possible damage to the drive support cap. Customer did allege pump was over delivering because she was getting lows though she already did a bolus. Customer stated insulin pump was worn during a medical procedure. The insulin pump will be returned for analysis. Unomed inf set.